Manufacturer narrative:
Additional information was received that the patient's reason for explant was insufficient pain relief.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4). Description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as it were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.